Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibra slipped out of his holder and touched the force sensor (holder wall). Due to this, the vibra sounds louder than expected. An external mechanical influence (hard impact / drop) caused the damage. The holder of the vibra is broken due to an external mechanical influence. The broken piece is the reason for the blockage and the pump correctly provided the e6 error messages.

Event description:
Reporter stated the vibra alert on the infusion device is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).